Event description:
Related manufacturer report number 1627487-2022-01040. It was reported that the patient had an injury that caused a lead fracture on left l1 lead. As a result, surgical intervention occurred wherein the lead was explanted and replaced. It is unknown which leads are related to the issue. Therefore, all the suspected devices are being reported.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.